Event description:
This is a report of a patient who experienced a leak from an unspecified location on a disposable cassette. After using the cassette, fluid was noted under the door of the homechoice device. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable homechoice cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the event was not determined. Should relevant additional information become available, a supplemental report will be submitted.